Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture date: monitor - 07177384 - 05/12/2020. Belt - 89015357 - 10/23/2018.

Event description:
A us distributor contacted zoll to report that on 07/02/2020 a patient received an unknown shock. The patient stated that they fell into water while boating and the lifevest treated them. The patient was conscious at the time of the treatment delivery. The download data and continuous ECG data was not available due to a defective sd card. Response buttons were pressed intermittently early in the detection sequence as well as after the treatment shock but not immediately prior to the delivery of the treatment shock. The response buttons functioned appropriately. The patient reportedly did not seek medical attention and continues to wear the lifevest. There is no indication of serious injury. Due to the appropriateness of the treatment being unknown, reporting event out of abundance of caution.